Event description:
It has been reported to philips that the message "reselect application" appeared and exposure was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred and the coronary diagnostic procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. The fse confirmed that the hard disk failure was due to the bad connection, so that the storage was not possible. The fse reconnected the hard disk with disk tray. After reconnecting hard disk and disk tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.